Manufacturer narrative:
On 05/02/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial resection, the microscope was hooked up in the navigate page, the navigation system became unresponsive and the mouse was not moving. A system re-boot restored normal function and there were no further issues. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Analysis of the system log files was completed. Logs show "microscopeservice - timing out - not receiving the response we are waiting for" repeatedly. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.